Event description:
It was reported that the plaintiff underwent a bilateral augmentation mammoplasty in 1994. Prolene sutures were used during the surgery. It was alleged by the attorney that the plaintiff suffered infection and unspecified injury due to the use of contaminated sutures. No other info was provided.